Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the physician believe the needle remain retained in the patient¿s tissue? If retained, where is the needle located? In what structure? If retained, were there any patient consequences? What is the physician opinion of the location of the needle piece? Will the device be returned for evaluation? Can you identify the product lot of the device? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The needle broke during closure. They couldn¿t locate the fragment that had snapped off therefore it may still be in the patient. They x-rayed before full closure and then after full closure and still couldn¿t locate the fragment. Additional information has been requested.